Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of incident and customer¿s other relevant blood glucose levels were over 600 mg/dl and 450 mg/dl. The customer experienced symptoms such as nausea. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that they declined for troubleshooting, but they performed self test and it was passed. The insulin pump will not be returned for analysis.